Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885a. Troubleshooting was performed for keypad anomaly, and the customer stated that the button was exposed to a change in altitude. Troubleshooting was performed for damage and the customer reported damage to the battery compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885a was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no stuck button alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 21-jun-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 21-jun-2025 during bolus/basal/prime deliveries. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: 06/21/2025 18:23:00.000. Insert battery alarm was found on: 06/21/2025 20:39:07.000. 06/21/2025 20:49:01.000. Power loss alarm was found on: 06/21/2025 20:50:23.000. 06/21/2025 20:50:31.000. Pump error 23 alarm was found on: 06/21/2025 20:50:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Pump error 61 alarm (stuck key alarm) was found on: 06/21/2025 11:15:55.000, 06/21/2025 11:25:01.000. 06/21/2025 12:16:12.000, 06/21/2025 12:31:34.000. 06/21/2025 13:21:08.000. 06/21/2025 14:07:44.000 to 06/21/2025 14:56:00.000. 06/21/2025 15:01:20.000 to 06/21/2025 15:33:37.000. 06/21/2025 16:43:39.000. 06/21/2025 17:50:30.000. 06/21/2025 18:14:01.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and found a corroded keypad traces. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 61 alarm (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. However, pump error 61 alarm (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.